Manufacturer narrative:
Internal complaint # trackwise # (B)(4). Autonumber # (B)(4). The hp1 device was returned to the factory for evaluation. However, the vv7 cannula was not returned for investigation. Signs of clinical usage and evidence of blood were observed. A visual inspection was conducted. The silicone insulation was peeled away from the cold jaw support at the base. The peeled silicone insulation was not returned back for investigation. The heater wire was observed to be flexed away at the center from the hot jaw. The wire remained in place at the base and tip of the jaws. Tissue and char buildup was observed on the jaws. No other failures were observed. Based on the returned condition of the device the reported failure mode "mechanical issue; cannula" was not confirmed, but reported failure mode ¿peeled; jaw¿ and analyzed failure mode ¿material twisted/bent; wire" were confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro plastic of the jaws was separating and coming apart. A piece fell into the patient's leg and was retrieved with pick-ups. In addition, the hospital had intended for only the harvesting tool to slide out of the device, but the c-ring would sometimes inadvertently pop out. A replacement device was used to complete the procedure.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro plastic of the jaws was separating and coming apart. A piece fell into the patient's leg and was retrieved with pick-ups. In addition, the hospital had intended for only the harvesting tool to slide out of the device, but the c-ring would sometimes inadvertently pop out. A replacement device was used to complete the procedure. The hospital did not report any patient effects.